Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsule tear just outside the subincisional area of the main wound. The capsulotomy was complete with no issues removing the capsule button in the operating room. The tear was noticed during cortical removal and an anterior vitrectomy was performed. A sulcus intraocular lens implant was placed in the eye and the procedure was completed with no further harm to the patient. The surgeon noted difficulty in removing the cortex after the laser treatment.

Manufacturer narrative:
With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. (B)(4).